Event description:
It was reported by the aci vascular closure specialist that a patient underwent a coronary interventional procedure on (B)(6) 2012. Access was obtained at the right common femoral artery using a 5f sheath (model unknown). A pre-procedure femoral angiogram revealed no pvd/calcium in the vicinity of the access site and the vessel size approximately 6 mm. The physician, who is a trained user, selected the mynxgrip vascular closure device 5f for closure. The closure was completed without complications, however a hematoma (acute swell) was noted during the patient's transfer to recovery. Hemostasis was achieved after 20 minutes of manual compression. The patient was discharged on (B)(6) 2012, with no reported clinical sequela per standard hospital protocol.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.